Manufacturer narrative:
Two becton-dickinson bard parker safety lock rib back carbon steel surgical blades from the or minor pack were received for evaluation. The blades were confirmed to be broken. They have been sent to the manufacturer (becton-dickinson) for investigation.

Event description:
Reportedly the bard-parker no. 15 surgical blades contained in the minor or pack broke during use twice with the same patient. The blades were used during a minor foot procedure using a standard #3 blade handle. The report source states the surgeon was using normal pressure on the blades; there was no excess, lateral or any out of the ordinary force applied to the blades. The first blade broke and was replaced by the second blade which also broke. The surgeon was able to remove the blades without difficulty. C-arm xrays of the patient's foot were obtained to ensure that the blades had been removed intact and that there was no pieces left in the surgical site. The patient did not experience any adverse effects. No further information was available.